Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the system experienced slowness during login. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the system was running very slowly. A technical support specialist (tss) dialed into the device and disabled netbios. The case was closed due to no response after multiple follow-ups. The system functioned as intended after the technical support specialist troubleshot the device.